Event description:
It was reported that the pt had experienced an mi and had a stent placed in their circumflex artery. The iab was inserted in 2004. The next day, the pump experienced helium loss alarms. The pump was exchanged twice, but the alarms continued. After troubleshooting failed to resolve the problem, the iab was removed and replaced. There were no associated pt complications.